Event description:
In 2007, a patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two contralateral leg components. Further investigation revealed that twenty days later, a follow-up CT scan revealed an infolding of the trunk-ipsilateral leg component. An angiogram performed ten days later, showed contrast outside of the graft due to the infold in the graft. In 2008, the patient underwent reintervention. A palmaz stent and aortic extender component were implanted to straighten the infold in the trunk-ipsilateral leg component. The patient tolerated the procedure and is reported to be doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.